Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the main lamp was not working due to a defective power supply, a defective circuit board, corrosion was found on the socket, top cover, back panel, front panel chassis, one grove on the front panel and had minor crack and a minor hit mark on the front panel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus regarding a spare lamp error appearing on the visera elite xenon light source. The main lamp would not work, but the emergency lamp would. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the cause of the phenomenon, the emergency light turning on, was due to a failure of the power supply unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.